Event description:
It was reported that the lead was too short. On (B)(6) 2009, attempted to reposition the lead. On (B)(6) 2009, an old lead was hooked up. It was further reported by the patient's wife that the "latest implant, plus two other surgeries in a little over one month contributed" to the patient's death. Unable to determine on follow up which lead was at issue. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. As per the retrospective death review process: patient history includes non-ischemic cardiomyopathy, congestive heart failure with (B)(4) class of ii to iii, and an ejection fraction of less than or equal to thirty-five percent. Corrections to: (device one (B)(4), explant date removed), (device one (B)(4)).